Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; it was the same date that the customer had put the pump into storage mode. Tandem technical support assisted the customer with correcting the date/time. Customer's blood glucose was 139-153 mg/dl.